Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Analysis of the device and lead is in process; the results will be forwarded when available.

Event description:
It was reported that the device was not measuring r waves. The r waves had decreased from 9 mv to 1 mv over several months and, while the r waves could be measured manually, the device was not measuring them. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the patient was seen in the clinic, presenting again with undersensing and also now varying impedance on the right ventricular (rv) lead. The patient was scheduled for further testing and in the interim, short v-v intervals, an increase in the rv pace/sense impedance, and then impedance of greater than 2500 ohms were noted. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.